Event description:
A fax was received from the sales rep stating the "y" connector came off during the procedure after the stent crossed the target lesion, but before deployment. The product was retrieved and another cypher stent was crossed. The user facility stated that there were no anomalies noted with the sds/stent when it was inspected out of the package or during prep. The physician stated that the sds performed normally during advancement. The vessel was not calcified or tortuous, and the physician did not torque the device a great deal during advancement; the lesion was reported to be an easy, straight-forward advancement/placement. However, when the physician was performing the final manipulations at the site, the hub came off of the sds. The balloon had not been inflated. The physician withdrew the sds back through the guider and used another cypher product to complete the procedure without incident. There was no patient injury.